Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) gave a helium leak alarm. There was blood found in the intra-aortic balloon catheter (iabc), as it is suggested that the balloon has ruptured. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab was confirmed with a leak from the outer lumen which allowed blood to enter the helium pathway. The leak site on the outer lumen is consistent with contact from a sharp object. The root cause is undetermined, but a potential cause of how the iab came into contact with a sharp object is due to customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time. Other remarks:

Event description:
It was reported that the intra-aortic balloon pump (iabp) gave a helium leak alarm. There was blood found in the intra-aortic balloon catheter (iabc), as it is suggested that the balloon has ruptured. There was no patient death, serious injury or patient complication reported.